Event description:
It was reported that on (B)(6) 2026, a 25mm amplatzer amulet was chosen for implant using an amulet delivery system. The device was successfully positioned and deployed in a single attempt; however, difficulty was encountered during detachment of the delivery cable. The implanting physician reported that the device appeared to be mis-threaded to the cable. Following multiple attempts, the device was ultimately detached with the application of traction on the disc to generate sufficient tension for release. The delivery system used was later identified as abbott delivery system 9-tv45x45-14f-080, lot 9148507. Later that evening, the patient presented with chest pain, and imaging identified a small pericardial effusion. It was reported that a mild pericardial effusion had also been noted prior to the implant procedure, which did not require intervention. The patient had been experiencing chest pain prior to the procedure, was started on colchicine, and was admitted to the ICU for two days. During the procedure, heparin was administered at a dose of (B)(4) units, and the patient was on dual antiplatelet therapy (dapt) at the time the pericardial effusion was detected. No procedural intervention was performed for the effusion. The patient was continued on colchicine therapy and admitted for overnight observation. Cardiac tamponade was not present. The location, size, and whether the effusion was circumferential or localized were not reported. Although initial documentation indicated that the patient had expired, this was later clarified to be a documentation error; the patient did not expire and was discharged after two days of hospitalization without further intervention. It was reported that the user believed the pericardial effusion may have been related to the amulet device due to difficulty with deployment from the delivery cable.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.